Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that when putting the insulin pump in suspend mode, it continues to deliver insulin. Advised that the insulin pump would be replaced. Nothing further was reported.